Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25¿18 mm amplatzer talisman pfo occluder was selected for implantation using an 8f amplatzer talisman delivery system. The procedure was performed under sedation rather than general anesthesia. At the end of the pfo procedure, the blood pressure of the 68-year-old patient decreased. The patient received immediate assistance, including at least four episodes of manual cardiac massage and two defibrillation shocks, after which he was stabilized. When the complications occurred, general anesthesia was initiated rapidly. Upon leaving the catheterization laboratory, the patient remained intubated and was transferred to another hospital for treatment in a hyperbaric chamber. A CT scan was performed promptly and did not show complications involving the left atrium, the septum, or the esophagus. According to the operator and the two echocardiography physicians involved, the patient may have experienced an anterior spontaneous pneumothorax. It was later confirmed that the patient indeed suffered a pneumothorax; however, the cause remains unknown and is still under investigation. No potential cause for the pneumothorax has been identified, and the team reported that they do not know what caused the event. The reporting party indicated that the abbott device was not considered to be the cause, and no specific abbott device was implicated. There were no allegations made regarding the abbott devices or the procedure itself. No other clinical conditions were noted during the procedure, and no additional post-procedure clinical information was available. At this time, the pfo procedure itself is not considered to be linked to the reported complication. It was additionally reported that the patient¿s condition later deteriorated, and the patient is currently in a state of brain death. No further information was provided.